Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided 12 inappropriate shocks due to t-wave oversensing (twos). It was mentioned that, at implant, the device system passed in two vectors, however, upon recent auto setup, none of the vectors passed. It was also mentioned that there are four inappropriate shocks stored in the device memory at the implant day due to air entrapment, and after that, there was another inappropriate shock in (B)(6) 2024. The rest of the inappropriate shocks were recently provided, in (B)(6) 2024. In all of the episodes, twos was recurrent, and provocative maneuvers were performed with negative results. The chest x-ray showed the device system in an adequate position. Considering the impact of the twos and the altered morphology observed, the physician decided to explant the device system and implant a transvenous system. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was retained by the healthcare facility.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided 12 inappropriate shocks due to t-wave oversensing (twos). It was mentioned that, at implant, the device system passed in two vectors, however, upon recent auto setup, none of the vectors passed. It was also mentioned that there are four inappropriate shocks stored in the device memory at the implant day due to air entrapment, and after that, there was another inappropriate shock in (B)(6) 2024. The rest of the inappropriate shocks were recently provided, in (B)(6) 2024. In all of the episodes, twos was recurrent, and provocative maneuvers were performed with negative results. The chest x-ray showed the device system in an adequate position. Considering the impact of the twos and the altered morphology observed, the physician decided to explant the device system and implant a transvenous system, however, the device system explant has not yet been performed. No additional adverse patient effects were reported.